Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation it was determined that the cause of death was sudden cardiac death. It was reported that peritoneal dialysis therapy had been discontinued prior to death. Therefore the baxter automated peritoneal dialysis device is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.